Manufacturer narrative:
There were an additional two variable bridges used in the case. The implants contained two (2) separate descriptions/part numbers & two (2) unique identifying lot numbers. Review of the device history records for all the returned bridges revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. 47006-47, variable bridge, 47-66 mm, lot 7826808, mfg'd 5/5/2016. 47006-64, variable bridge, 64-101 mm, lot 7293416, mfg'd 12/23/2014. Arsenal bridges are not intended to be disassembled. They are manufactured with a flare at the distal tip of the clamp screw to retain the screw within the implant. Visual inspection under magnification confirmed that the tip was flared as required, but the circularity had been distorted from its manufactured form. It appears the surgeon used excessive force to remove the clamp screw which allowed it to pass thru the clamp and become detached from the implant.

Event description:
During the surgery, the surgeon tried to cross-link and hook the rod with the bridge. As a result it could not be conducted because the bridges were dissembled, he tried 3 bridges and surgery was delayed 2 hours.